Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was pt said they first had an issue with their ins about a week after it was implanted (see rtg0361929) and after they called ps and reset the controller, it started working normally. Pt said they then let it go for about a week and were now experiencing issues again. Pt said their ins used to last about 1.5 days without it running down more than 2-5% but now last night, within 15 minutes, the ins went down to 80% from 100% and the controller went down to 70%. Pt also said it took them 3 hours to get the ins charged fully when they had excellent charging quality. Pt said they hadn't received any error messages on the controller and they hadn't moved a muscle while charging. Pt did confirm that they allow the controller screen to go dark while charging. Pt said they started noticing issues with their ins/device a week after being implanted and said their rep was made aware the first week they had the ins. Pt said they also spoke with the rep last night and they are trying to get the pt into the hcp earlier next week to check the ins. Pss reviewed ins battery depletion and redirected pt to hcp. After the pt meets with the hcp/rep, if they are still experiencing issues recharging their ins, they will follow back up with ps to further troubleshoot their equipment. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that patient stated that the outlet she was using to charge her programmer was faulty. Changing the outlet fixed the problem. No further actions were necessary. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.